Event description:
Presently, on 10 january 2022, at 12 days after the previous revision, the patient came in due to signs of an infection, the pathogen is unknown. The surgeon performed a washout and revised the poly, the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-feb-2022: lot 2100107: (B)(4) items manufactured and released on 18-mar-2021. Expiration date: 2026-03-07. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.